Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient went to the emergency room due to lack of function in the right side of the body. They believed that the patient had some nerves in the neck got pinched under the cervical paddle. The patient was in the hospital and it was unknown what the physician believes that caused the symptoms.